Event description:
The patient's dentist recommended patient to stop treatment due to contributing skeletal facial pattern that is leading to malocclusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.